Event description:
Surgeon stated that the 1/8th" straight screwdriver tip was rounded out on the end. A second ar triathlon instrument tray was opened and the case was done without incident.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the tip of the hex driver showed signs of normal wear and tear. Dimensional inspection: the hex tip was measured and found to be within specifications. See dimensional inspection uploaded into the communication log of this pi. Functional inspection: the device was functionally tested with the returned mating part. The device spun in the screw head with minimal torque. The event was confirmed. Since the screw head showed signs of excessive wear. The hex drive was functionally tested in another triathlon ar augment guide and was found fully functional. As the hex drive was also found to be dimensionally correct, and it appears the reported screw showed signs of severe wear, it is concluded that the root cause of the event was related to the screw and not the driver. The investigation concluded that the root cause of the event was due to wear in the mating screw and not due to malfunction of the driver as functional testing of the device found it to be fully functional and a dimensional inspection found the device to be within specification. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon stated that the 1/8th" straight screwdriver tip was rounded out on the end. A second ar triathlon instrument tray was opened and the case was done without incident.